Event description:
Report provided by the end user states that after using 3 wafers, they developed pimple blister rash scattered under the tape collar. States that it is itchy and burning. The end user also states that it has spread to a larger area under the tape collar. Skin care was reviewed with the end user. Cleanses skin with remover wipes, soap, rinses and dries, applies barrier wipes and then applies the barrier. The end user is contacting his medical doctor requesting anti-fungal powder. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.